Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition of the device not powering on was verified during evaluation. The evaluator observed burn damage to the processor board and determined the cause to be fluid intrusion. The processor board was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump would not turn on even with a new battery and alternating current (ac) adapter. There was no patient involvement. No additional information is available.